Manufacturer narrative:
Inspected one opened or used sensor and was inspected performed continuity resistance test, and sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. No broken or missing parts were missing during analysis. Cannot performed bts test as the sensor is beyond its expiration date.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that 4 of the sensors were damaged. The customer's blood glucose was unknown at the time of incident. The customer stated that when they tried to insert the sensor, it popped off. The customer peeled the sticky part and the whole thing popped off. The customer also received sensor updating, calibration not accepted and change sensor alert. Troubleshooting was performed and the device will return for analysis.